Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. Examination of the system controller revealed a broken pin in the white power lead connector. The pin being broken off did not affect the system controller's ability to run a pump. During functional testing of the system controller, movement of the white power lead resulted in a power cable disconnect alarm. In addition, when the system was running with just the white power lead connected a yellow battery alarm occurred and progressed to a red battery alarm. During further evaluation the black power lead was found to have a broken brown conductor (battery fuel gauge line) at the connector end. When interrupted, the battery fuel gauge line may result in power cable disconnect and low voltage alarms, consistent with the reported event. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29465959/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that a broken pin was found in the white power lead connector of the system controller. Also, the yellow battery led illuminated while the pt was connected to the power module and also while on battery power. The system controller was exchanged and the issue was resolved.